Event description:
The facility's risk manager called to report that during an arthroscopic procedure, a portion of the distal tip of an expressew suture passer needle broke off into the pt's joint space. The fragment was retrieved from the body and the repair was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
The complaint device has not yet been received for eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 3,000 devices that were released to distribution. Although, at this time, we cannot conclude as to what may have caused the needle to break, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. When the complaint device is received here at depuy mitek it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed. At this point in time no corrective or further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.